Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted

Event description:
It was reported that the bd sedi system esr instrument had hardware software malfunction. No serious injury or medical intervention reported.